Event description:
Pt had a bifurcated graft implanted in 2001. The final angiogram showed a type 1 endoleak of the superior attachment site because of a poor placement of the graft. The graft was deployed 1cm above the aneurysm so a complete seal was not accomplished. The physician decided to resolve the endoleak by implanting a tube inside the bifurcated graft. No tube was available at that time. Two days later the pt came back in for the tube implant. The superior attachment was placed in the optimal position and deployed without incident. When the physician attempted to deploy the inferior attachment the physician pulled on the #4 pull wire and the wire broke. The device was disassembled. The physician was able to gain access to the pull wire and through manipulating the device, the physician was able to deploy the inferior attachment site. The remaining portion of the device was removed and the pt is doing fine.